Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the procedure, while placing the second bone pin he noticed it was not fully grabbing and not getting bi-cortical purchase. Dr (B)(6) pulled on the second pin and it pulled right out with no force at all dr. (B)(6) and I observed the pin had broke off.

Manufacturer narrative:
Reported event: when removing the bone pins it was noticed that one of the pins fractured in the femur. Procedure was successfully completed. No adverse consequence to the patient. Products not available as they were thrown out. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143140 non-sterile bone pin, single) were manufactured shipped to (B)(4) on 10/16/2015 and accepted into final stock on 10/16/2015 per (B)(4). Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143140, lot number w41381 shows three additional complaints related to the failure in this investigation. (B)(4). Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of the bone pin. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the procedure, while placing the second bone pin he noticed it was not fully grabbing and not getting bi-cortical purchase. Dr (B)(6) pulled on the second pin and it pulled right out with no force at all dr. (B)(6) and I observed the pin had broke off.